Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-07490 for details of the other event. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, a tine on the valve was noticed to be bent. There was resistance felt during insertion of the commander delivery system with valve through the 16fr esheath. The valve was inspected under fluoroscopy and a tine on the valve was noticed to be bent. The valve, delivery system and esheath were withdrawn as one single unit without any difficulty. A second esheath, delivery system and valve were prepared. The second esheath was inserted without difficulty. The second delivery system and valve were then advanced through the second esheath. There were no issues during the second implant attempt and the second valve was implanted successfully. A femoral angiogram was performed after the second esheath was withdrawn and there was no damage to the iliofemoral artery. Subsequently, additional information was received revealing the esheath was damaged. Imagery of the esheath device was provided for evaluation. A review of the imagery revealed a liner tear, a liner strand and high-density polyethylene (hdpe) damage along the liner tear.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided imagery revealed the patient's access vessels had presence of calcification and tortuosity. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra resilia valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the valve frame damage was unable to be confirmed. The available information suggests patient factors (calcification and tortuosity) and/or procedural factors (high push force) likely contributed to the event. Per review of the provided imagery, tortuosity and calcification were observed. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.